Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board that was out-of-calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Additional information: failure code 810:11, an air sensor error, was initially reported by the facility and occurred during biomed testing. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. The ail pcb was recalibrated.